Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't power on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Manufacturer narrative:
The device was returned to stryker's product analysis center (pac) for further evaluation. The pac was able to verify and duplicate the reported issue. Investigation found reed switch sw5 to be faulty and determined this was the cause of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. It was determined that the device could not be repaired. The customer will receive a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't power on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed.